Event description:
Patient's primary nurse stopped the crrt (continuous renal replacement therapy) after noticing that the citrate had sucked completely dry and had sucked air into the filter and filter set. The machine had alarmed for the dialysate to be changed and that is when he saw the dry citrate bag. There was not an alarm to notify staff of dry bag, and it had been dry for awhile, due to how much air was in the filter set. There were no alarms in the alarm history of the pbp (preblood pump)/citrate bag needing to be changed. Got biomed involved immediately and was able to get the loaner up and running. Patient remained stable due to the near miss and the nurse's attentiveness. The machine has been taken down to biomed to be evaluated and the nephrology team was made aware of situation and that blood was unable to be returned due to the air the filter set.